Manufacturer narrative:
(B)(4), per DHR the product auto endo5 ml, lot # 73m1400152 was manufactured on 12/11/2014 a total of (B)(4) pieces. Lot was released on 12/12/2014. DHR investigation did not show issues related to complaint. One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73m1400152 was confirmed with samples. During visual inspection the components looked well assembled; jaws have excess of residue embedded, no stuck clips in jaws. Functional inspection was performed and the failure mode applier jammed on vessel was confirmed during functional testing. Although; from the samples received it was observed the defect reported by the customer applier jammed on vessel during functional testing (the first 4 clips), the root cause for this issue is considered unknown since the sample was received with unsuitable conditions; embedded residues & metal clip were inserted in jaws. Jaws were cleaned and after this condition the device was fired and it worked properly. Therefore; a corrective action cannot be established due to the fact of the sample condition. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the hemolok clip was fired over a metal horizon clip causing the instrument to jam in the closed position on the vessel. The jaws would not open therefore the surgeon had to dissect around the vessel and add more metal clips to then dissect and cut out the jammed applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the hemolok clip was fired over a metal horizon clip causing the instrument to jam in the closed position on the vessel. The jaws would not open therefore the surgeon had to dissect around the vessel and add more metal clips to then dissect and cut out the jammed applier. The patient's condition was reported as fine.